Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as fold flaw opening. And missing shell assessed, as inconclusive. Additional observations: creases are observed, wear abrasion is observed. Observed, 40 mm dark patch edge material inside gel device. No further actions are required, as the device was implanted.

Event description:
Healthcare provider reported, a left side rupture. Discovered, during explant surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Healthcare provider reported a left side rupture discovered during explant surgery. The device has been explanted and replaced.